Manufacturer narrative:
H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room; cause was unknown; details and nature of hospitalization were not provided. No additional patient or event information was provided to tandem technical support. Multiple follow up attempts were made to gather additional information; however, the customer did not respond to follow up attempts.